Event description:
Boston scientific received information that during cardiac rehabilitation while the patient was using a rowing machine, this right atrial (ra) lead was found to have dislodged. The physician decided to implant a competitor lead. This ra lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.